Event description:
Rn opened avanos on-q antimicrobial expansion kit to sterile back table. Rn holding kit open for scrub tech to grab supplies. Another rn reported hearing "pop" sound and the sheathed introducer in package sling-shotted out of package into the first rn's eye. Rn used eyewash station and examined eye. Mild pain present but no other injuries noted.